Manufacturer narrative:
Eval is in progress, but not yet concluded. Per clinical review on 07/14/2015: during pre-cardiopulmonary bypass as the cardiovascular surgery team was preparing for cannulation of the heart in preparation for cardiopulmonary bypass (cpb), the occlusion of the arterial pump was checked. The occlusion was checked by clamping the arterial line of the cpb circuit and increasing the pressure to about 250mmhg. The pump is stopped and the decay in pressure is observed for each roller. In one roller the pressure decayed about 1mmhg/second (their prescribed level) but when the 2nd roller was checked the pressure decayed about 30-40 mmhg/second. The occlusion of both rollers was not able to be set close to each other and the decision was made to change out the arterial roller pump, for a back-up, prior to the start of cpb. Per the ccp, both heads of the occlusion mechanism needed minor adjustments at the time of setting proper occlusion, which is ordinarily the case. They are using via fluid drop method and pressure test on both heads and the necessary adjustments were made. No issues were encountered with setting occlusion or obtaining satisfactory occlusion. At cannulation, the clamp opened to roll up to make fluid connection to arterial cannula and occlusion failed.

Manufacturer narrative:
The reported complaint was not confirmed. Data log analysis was performed and no belt slip message events were found in the log. During laboratory evaluation, the"'belt slip" condition was observed when the roller pump was over-occluded to the end of mechanical travel but no loss of occlusion was noted. The operator's manual states over-occlusion may result in pump jam or belt slip condition. The roller pump has software 1.40. The roller pump was also tested with the pump jam test fixture and it was observed that the pump generated the expected results per service bulletin procedure. The roller pump maintained occlusion settings and no mechanical or electronic anomalies observed. Roller to roller was checked and the roller pump is within 0.0010 inches at 0.0001 inches. Casting runout check was performed and the maximum needle deflection is 0.0005 inches, which is below the maximum allowed of 0.0015 inches. Pressure testing was conducted at the 4 o'clock, 6 o'clock, and 8 o'clock position, however there is no specification for roller to roller pressure difference. No additional action will be taken at this time.

Event description:
It was reported that during pre-cardiopulmonary bypass, there was a possible "belt slip" and they could not maintain occlusion on the arterial roller pump. This occurred during cannulation. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. There was no delay in the start of cpb and the case was completed successfully. There was no associated blood loss and no harm was reported.